Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. The patient visited their physician for their three-month routine test. They reported that their test results were high. The physician changed their insulin from 60 units to 75 units. No medical intervention was reported. The patient stated that the meter was previously set correctly and they did not make any changes. Due to a spontaneuous power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. No injury or harm was alleged. The issue was resolved with troubleshooting. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt.